Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported injecting a patient in the lips with 1 syringe of juvéderm vollure¿ xc. That day, the patient experienced ¿nodule formation and granuloma¿ on the surface of the lips. Biopsy of the granuloma was not provided. No treatment was provided. The event is ongoing.